Manufacturer narrative:
Patient information is unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Address and telephone number not available. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during unknown procedure on (B)(6) 2018, cannscr ø4 self-drill l36/12 tan gold screw itself damaged inside before use and another screw (same size and material) was used to complete the procedure. There was no patient harm. This is report 1 of 1 for (B)(4).